Event description:
It was reported that this patient presented to the emergency department due to having a fall at home and is incoherent. The physician reviewed the device data and found the patients heart rate was in the 40's. Additionally, it was noted that the patient's right ventricular (rv) lead is placed in the left bundle branch. Thresholds were high and they suspect the patient is having intermittent loss of capture. Pacing impedances were low however, within normal range measuring 590 ohms. Technical services (ts) discussed that the threshold changes is likely due to left bundle branch placement. Ts discussed troubleshooting and programming options. At this time, the rv lead remains in service. No adverse patient effects were reported.